Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the pump had alarmed ¿no disposable.¿ the alarm was silenced, and the pump settings were reviewed. It was noted that the patient had already closed the clamp. An attempt was made to instruct the patient to remove the cassette; however, the patient expressed that she did not want to proceed with that step. The process was explained, but the patient preferred to leave the setup as is and contact the clinic once it opened. The pump was powered off, and the patient was advised to call the clinic when it opened for further instructions. Pump settings were as follows: res vol ¿ 10.3 ml, vol given ¿ 89.75 ml. No patient harm was reported. The event occurred while in use with a patient at the patient's home, and the operator of the device was a health professional.